Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - screen has gone blank on this unit.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the screen has gone blank is confirmed, due to an internal failure in the beamformer pcb. The device was serviced, tested and returned to refurbished inventory. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - screen has gone blank on this unit.